Event description:
Reporter alleged being a new product user and when wiping the test strip vial with alcohol for the first time; the lot number is now not legible. Reporter stated no actions were taken as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.